Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate and was able to reproduce the customer's reported issue and noted that the display fades in and out. The stm replaced the display, dc/ac inverter cable, video receiver to lcd cable, and display replacement instructions to correct the issue. The stm also observed that the mounting plate had a stripped screw post, and replaced the mounting plate. Subsequently, the stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during use on a patient, the screen for the cs300 intra-aortic balloon pump (iabp) was fading and not showing much. There was no patient harm and no adverse event was reported.